Manufacturer narrative:
Imagery provided was reviewed and the following observations were made:  procedural imagery was provided with the sheath and delivery system observed within the patient¿s anatomy. C-marker band appears to be positioned with the curve coaxially aligned with the inflation balloon radiopaque markers. This indicates that the c-marker band has been dislodged from its original location between the sheath shaft and liner confirming the complaints for separated marker and liner delamination. Available information suggests that patient (noncoaxial device retrieval caused by vessel tortuosity/calcification, leading to liner delamination/marker separation) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specification.  The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for sheath distal tip liner delamination and separated marker. A review of the complaint history from july 2019 to june 2020 revealed additional similar returned complaint for distal tip liner delamination and separated marker for the edwards esheath (all models and sizes). The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the occurrence rate did not exceed the june 2020 control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip liner delamination and separated marker were unable to be confirmed. A review of DHR, lot history and complaint history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, the patient had mild tortuous access vessels along with a moderate presence of calcification near the access site. The calcification alters the vessel profile and increases likelihood of friction/interaction between the vessel and sheath. Tortuous anatomy creates a difficult pathway for the sheath as bending the sheath leads to difficulty in aligning the inflation balloon coaxially to the sheath when retrieving the delivery system. It is possible that during the procedure when the physician was removing the device, the inflation balloon was not coaxial to the sheath tip and the excess friction lead to the reported delamination and marker band separation. As such, available information suggests that patient (calcification/tortuosity) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment escalation and a corrective/preventive actions are not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after successful valve deployment, the sheath marker moved and blocked the lumen upon removal of the commander delivery system. There was no report of patient injury.  The patient is stable post procedure.